Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and the issue was not confirmed, not duplicated despite device checking. The device was confirmed to be operating per specifications and no failure was identified. Functional testing for the device was performed and it resulted in non-anomaly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is displaying error code 110d check vent: proximal pressure sensor range error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.